Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, the cutting could not be done even on thin tissue. Another device was used to complete the case.